Event description:
A patient was scanned and had ECG leads attached during the scan. The ECG leads were not padded to keep them away from the patient's skin during the scan. The healthcare professional also used ECG leads that were marked on the packaging to be not mr compatible. The patient had first degree burns to the chest area from the ECG leads and the patient also had a second degree burn where one of the ECG electrodes was attached to the chest. This second degree burn had a blister the size of a quarter. The warnings in the operator's manual cover padding, ECG leads, and mr compatible devices which were not followed.